Event description:
It was reported that there was a cassette problem during installation. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.